Manufacturer narrative:
(B)(4). Rationale based on analysis results: the pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message displayed and loss of aspiration occurred. An angiojet® solent¿ omni catheter was selected for a declot in-stent thrombosis procedure in the superficial femoral artery (sfa). The catheter primed and was inserted in the patient. During the procedure, the device was in thrombectomy mode and after 10-15 seconds, aspiration was lost. They were unable to re-prime the device and there was saline in the bulb. There was an error message as well. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was reported as fine.